Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of damage to the 44-pin flex cable on the ground pins where it connects to the motor board was detected. This condition has a potential for patient harm. The rear housing of the device was removed and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected an unreported condition of no piezo sounds that has no relationship to the reported condition. A damaged electrical components resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. The root cause of the observed damage was misuse of the product. The investigation found the unreported failure did not cause or contribute to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the handle was removed from the charger, the display started but disappeared immediately. The symptom did not improve even after several attempts at forced reset. The sales rep. Also tried it, but although the display started up, the number notation was not displayed. There was no patient involvement.